Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the pt's stimulation should have been present in both legs. However, when the pt moved slightly, the stimulation disappeared in the pt's left leg. Depending on the movement, the stimulation sensation returned on occasion. There was no known related incident or accident reported. This symptom began approx one week prior to this report. It was also noted that when the lead was palpated, the stimulation was felt to be on and off. The pt attempted adjustment of the program settings. No further details, pt symptoms or outcome were reported. Additional info was requested and not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during a laparoscopic procedure, the trocar was leaking excessively once it was inserted. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.